Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when the test load was connected to the device it would generate an intermittent signal as if it was picking up a patient. There is no apparent damage to therapy port and the cable and test load have been replaced but the problem continues. There was no reported patient or user involvement and no adverse patient/user impact.